Event description:
It was reported that a thrombus occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and the activated clotting time (act) was 226 seconds. After the implant was released, a thrombus was noted from the face of the closure device extending to the wds. Aspiration was attempted, but it was unsure where the clot went. It is unknown if the thrombus resolved or migrated. Tissue plasminogen activator (tpa) was administered. The patient woke in stable condition. A computed tomography (CT) scan was performed which confirmed the patient did not sustain any neurological deficits. No further complications occurred and patient has been discharged.